Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: the black box started on 12/19/2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available total daily doses added up correctly reflected the users programmed basal rates.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue starting on (B)(6) 2015. The patient had a blood glucose over 250 mg/dl, no symptoms, which does not meet the animas criteria for a reportable event. This complaint is being reported because of the allegation of inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.